Event description:
It was reported that prior to a planned changeout procedure, the pulse generator was found to be operating in backup vvi mode. The patient was asymptomatic. Troubleshooting could not be performed due to the devices low battery status. The device was explanted and replaced as planned.

Manufacturer narrative:
(B)(4).